Event description:
During a check-out procedure at the manufacturer's service center, a ventilator failed to charge its internal battery. There was no harm or injury reported. The device's internal battery was replaced to address the issue.